Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The reported balloon rupture could not be tested/confirmed; however, the reported rupture was likely due to a break at the proximal balloon seal. The difficulty removing the protective sheath could not be tested/confirmed due to the sheath not be returned for analysis. The reported failure to deploy could not be tested due to the condition of the returned device. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary with mild calcification and mild tortuosity. The lesion was pre-dilated with a 2.5 mm non-compliant balloon. The 3.0 x 12 mm implant delivery system was advanced to the lesion without issue, but when attempting to deploy the implant, the balloon ruptured at 5 atmospheres. The delivery system was removed with the implant still on it. Reportedly, there had been some resistance during removal of the protective sheaths. A new same size implant was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.